Manufacturer narrative:
Investigation summary: it was reported there was a foreign matter at the syringe body. To aid in the investigation, three samples in sealed packaging blisters and two photos were provided for evaluation by our quality team. A visual inspection was performed. Two of the three sample have no defects or imperfections. The third sample has molding lubricant at the syringe barrel flange. The two photos provided show the samples received. No other defects or imperfections were observed. This defect could occur if there were residues of molding lubricant after the part was ejected from the mold. A device history record review was completed for provided material number: 302830, lot: 2242129. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot.

Event description:
It was reported while using bd¿ 20 ml blister pack luer lock tip general foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: foreign matter at the syringe body.

Event description:
It was reported while using bd¿ 20 ml blister pack luer lock tip general foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: foreign matter at the syringe body.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-may-2023. H6: investigation summary it was reported there was a foreign matter at the syringe body. To aid in the investigation, three samples in sealed packaging blisters and two photos were provided for evaluation by our quality team. A visual inspection was performed. Two of the three sample have no defects or imperfections. The third sample has molding lubricant at the syringe barrel flange. The two photos provided show the samples received. No other defects or imperfections were observed. This defect could occur if there were residues of molding lubricant after the part was ejected from the mold. A device history record review was completed for provided material number 302830, lot 2242129. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.